Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported no insulin was observed to be dripping out of the infusion set tubing or the cartridge tubing during the load fill tubing process. Blood glucose level was 229mg/dl. Reportedly, a new cartridge was loaded to address the issue.